Event description:
It was reported through implant patient registry that a 21mm 2800 aortic valve underwent a valve-in-valve procedure after an implant duration of 13 years, one (1) month due to severe aortic stenosis. The patient was presented with increasing shortness of breath. The tavr was performed with a 23mm 9750tfx transcatheter valve without complications. Post-op tee revealed estimated of lvef of 65-70% with no regional wall abnormalities. The valve was found to be functioning normal with no rocking or abnormal motion. No evidence of any perivalvular regurgitation or intro-valvular regurgitation. The patient was transferred to inpatient rehab unit in stable condition pod# 7. There was no allegation of the device failed prematurely. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section: b5

Manufacturer narrative:
H11: corrective data: corrected section h6: method codes (4111, 4112, 3331 and 4117)

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through implant patient registry that a 21mm 2800 aortic valve underwent a valve-in-valve procedure after an implant duration of 13 years, one (1) month due to severe aortic stenosis. The patient was presented with increasing shortness of breath. The tavr was performed with a 23mm 9750tfx transcatheter valve without complications. Post-op tee revealed estimated of lvef of 65-70% with no regional wall abnormalities. The valve was found to be functioning normal with no rocking or abnormal motion. No evidence of any perivalvular regurgitation or intro-valvular regurgitation. The patient was transferred to inpatient rehab unit in stable condition pod# 7. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.